Event description:
It was reported that the physician mentioned that 6-8 years ago, while working at a different hospital, he wanted to place a graftmaster stent in the left anterior descending artery during an emergency case. He could not recall if this was a perforation. There stent delivery system (sds) balloon was inflated to 8 atmospheres (atm), but the graftmaster stent stuck to the balloon and it was not possible to remove the device. The sds was retrieved back into the left main branch with the stent still on the balloon. The physician could not remember any details after that and it is unclear if he managed to remove the sds with the stent still on it or if the stent was placed in the left main branch and remained there. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated as (B)(6) 2007. Implant date estimated as (B)(6) 2007. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. Based on the information reviewed, there is no indication of a product deficiency.